Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient had a loss of pain relief. The cause was unknown. Hcp office had patient get an x-ray and compared it to implant film. Leads had moved. Surgery scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. Hcp had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that during the revision both leads were replaced. The cause was not known. The patient now has pain relief and the healthcare provider (hcp) confirmed the information. No further complications were reported or anticipated.